Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device battery did not last as long as the physician expected.

Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2009; 407652 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was explanted and replaced due to a potential performance issue. No patient complications have been reported as a result of this event.